Event description:
It was reported that the pt presented at the ER after receiving an inappropriate shock. Noise was noted on the stored electrograms ans warning message stated low high voltage lead impedance. An x-ray showed possible lead degradation near the device header.